Manufacturer narrative:
During follow-up, the patient said he had difficulty when inserting the catheter and endured pain and bleeding. The patient did not want to confirm any details of the initial report of the adverse event from the dealer. He was advised to ask his doctor about the coude tip catheter if he has problems with insertion or with a false passage. He said he did not examine the catheter closely before use and discarded it so he had none to return.

Event description:
Intermittent catheter patient (user) reported to his supplier lots of blood coming out concurrent with catheter use and didn't know if it's the eyelet scrape or false passage. He went to the hospital and was advised it was a tear in his urethra. During follow-up, the patient said he was treated at the hospital and released the same day. He had to be placed on a foley catheter with a bag and will be visiting his urologist.